Event description:
It was reported that the 9800 system had poor image quality with washed out, blurry images during a case. The 9800 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.